Event description:
During surgery, the nurse opened the sterile tray containing the rosa brain instruments, and noticed that only a 3.2mm drill adapter was available while a 2.5mm drill adapter was required for this surgery. A 2.5mm drill adapter had to be borrowed from another hospital to perform the surgery, which caused one hour delay on surgery.

Manufacturer narrative:
Analysis of event description, the root cause attributed to the event: user error - customer had not ordered adaptors from medtech. No further action is required at this time.